Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer base disconnected was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer base disconnected from the mobile programmer application prior to the completion of the lead measurements. It was noted that there were dotted lines displayed and a red cross in the connection status between the base and the mobile programmer application. It was further noted that the wireless fidelity (wifi) connection had been turned off, the host tablet and the base were not positioned on a metal surface and the host tablet had been re-booted before the start of the procedure. Troubleshooting steps were taken to include removing a different mobile programmer base information from the bluetooth settings on the host tablet which resolved the issue. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.1.